Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and other pump errors. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test and alarmed during the prime test due to faulty force sensor resistor. However, the insulin pump passed the currents test, self-test, a21 error test, displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm however, the motor passed motor test. No a21 alarm noted. No damage found on the interface board noted. All of the buttons are functioning properly. No damage on the keypad assembly noted. No button error alarm noted. Inspected the lcd connector and no unlocked connector noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.